Event description:
It was reported to medtronic neurosurgery that the patient's valve could not be changed from performance level 2.0. According to the report, the valve was explanted and found to be set at performance level 0.5.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture.